Event description:
It was reported that during a photoselective vaporization of the prostate procedure, it was found that there was a light leakage on 10 cm to the connection. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The connector cone, segments, and tabs are in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Connector segment verification test identified that the light flashed green. Microscopic inspection identified that the fiber metal cap exhibited mild detritus adhesion on its surface, indicative of tissue contact. Additionally, it was identified that the fiber glas cap exhibited mild devitrification at the output window, please not that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is cause by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The fiber passed the saline flow functional test. The hene (helium-neon) test found that there was a break proximal to the metal cap. Therefore, the reported event was confirmed. In addition, the forward firing test for this device resulted in an output of 0.3% which is below the threshold for potential patient harm.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, it was found that there was a light leakage on 10 cm to the connection. The procedure was completed using another fiber. There were no patient complications reported.